Manufacturer narrative:
The console was received for investigation. The data logs and the console were evaluated and the root cause for the placement signal not reliable alarm was due to the defective optical bench. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05673.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
A patient of unknown age and gender was to receive hemodynamic support from an impella cp smartassist heart pump. During preparation, the automated impella controller (aic) did not recognize the impella device. The aic was therefore exchanged for the backup controller, which solved the problem. The patient suffered no harm from the incident.